Event description:
It was reported that a malfunction occurred on the pump, but no notable events did occur before the malfunction. There was no reported impact to the customer's blood glucose level as no specific value or adverse effect was mentioned. Customer received assistance with resetting the pump from technical support and may continue to use the pump; the same malfunction code did not recur. Customer was advised to contact support again if any malfunction code reappears.